Event description:
It was reported that the reamer/irrigator/aspirator (ria) drive shaft was broken and was returned for replacement. No patient was involved.

Event description:
It was reported that on an unknown date, the tip of a drive shaft broke off during a procedure. This occurred as the surgeon was placing a tibial nail. It was reported that this issue extended the procedure by 30 minutes. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. It was reported that the reamer/irrigator/aspirator (ria) drive shaft was broken and was returned for replacement. No patient was involved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues. Note:

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because there was a separation of a component, the tip broke off the device during use, which was confirmed by visual inspection. The product was received at service and repair who were unable to repair the device. A warranty replacement was sent to the customer. There is no further information available on this event. A review of the device history records for this lot has been requested and will be reported upon completion via a supplement. If any other information is received this will be reported via a supplement.